Event description:
Complaint description: a hospital supervisor of central processing reported that a video laparoscope went black during a pt procedure. The procedure was completed and there were no injuries related to the occurrence.